Event description:
Customer alleges elderly female pt's stage ii sacral wound developed into a stage iii wound following use of 90807 tegaderm absorbent clear acrylic dressing. Customer alleges dressing did not stay intact and were changed 1-2 times per shift following incontinent episodes. Customer reports elderly female pt has limited mobility and incontinent of both urine and stool. Customer reports on (B)(6) 2013 tegaderm absorbent dressings were applied on two stage ii coccyx area wounds with minimal drainage (size 0.5 x 1 cm) that were located very close together. Customer reports one week later, on (B)(6) 2013, these two wounds merged into one stage iii wound (size 6 x 2 x 0.1cm), customer reports enzymatic débridement was prescribed and a foam island dressing used to cover the area. Customer reports stage iii wound is progressively healing.

Manufacturer narrative:
Method: device not rec'd. Results: no evaluation can be performed. Conclusion: device not provided to MFR for evaluation. Complaint type is being monitored and analyzed. Product labeling includes the following: precautions: treatment of any wound should be part of a well-defined plan and under the supervision of a health care professional. When using tegaderm absorbent clear acrylic dressing, the wound may initially appear larger in size and depth as unnecessary tissue is cleaned away. This increase should be accompanied by an improved appearance of the wound. If the wound gets larger after the first few dressing changes, consult a health care professional. If the wound does not begin to show signs of healing or if any other unexpected symptoms occur, consult a health care professional.